Event description:
Customer was unable to get reading as he was dropping blood on top of strip. When walked through proper blood testing technique with rep he was able to get a reading 2x. Caller mentioned at the end of call that he had to call the paramedics because his sugar went too low because he was unable to get readings. No further information. Issue was resolved through product training.

Manufacturer narrative:
Arkray attempted to gather information regarding the incident. Customer was using the improper testing technique and issue was resolved through product training. Customer error resolved through training.